Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found embedded in the bottom of the bd vacutainer® sst¿ ii advance plus blood collection tube.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident during the molding process.

Event description:
It was reported that foreign matter was found embedded in the bottom of the bd vacutainer® sst¿ ii advance plus blood collection tube.